Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The universal surgical manipulator (usm2) was analyzed, and the reported 23008 error was not confirmed or replicated. System logs revealed no data to indicate that the fault had occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was then installed onto a patient side cart fixture test platform (pftp) where all relevant testing was passed within specification. Once testing was completed, all relevant components were further inspected, but no faults could be identified.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the customer encountered an error 23008 on universal surgical manipulator (usm2) and could not resolve the issue with a recover fault or hard power cycle. The technical support engineer advised the customer that the system can be used with three usms. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the customer confirmed that the procedure was able to be performed with four arms after the issue was repaired.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced universal surgical manipulator (usm2) due to error 23008. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has received the usm2 for evaluation, but evaluation has not been completed as of the date of this report. A follow-up MDR will be submitted, if additional information is obtained. The probable root cause of error 23008 points to pot to encoder error, usm2, axis 1.